Manufacturer narrative:
This event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Health professional reported "during the surgery of the patient, the prosthesis has ruptured, and it was replaced at the time of the surgery." Device was not implanted, surgery was completed with back up device.